Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate high voltage therapy was delivered due to atrial flutter. A change in cardiac medication was made to resolve the event. The patient was in stable condition and will continue to be monitored.